Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pump pocket exploration for withdrawal symptoms. The catheter aspirated and was checked for kinks. The catheter was disconnected from pump and reconnected to pump; both times aspirated cerebrospinal fluid (csf). No catheter issue was found. The actions required as a result of the event included surgical intervention, exploration of catheter. It was noted as an intrathecal baclofen (itb) revision. Diagnostic testing or troubleshooting included x-rays and checking logs. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced increased spasticity. The location of the issue or symptoms was an unknown location. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.